Event description:
The customer contact reported that during testing at the user facility, the device did not sound an audible alarm tone during an alarm condition and the device did not alarm when a distal occlusion was present. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was clinical use. Though requested, no add'l info was provided.

Manufacturer narrative:
The device passed testing by sounding an audible alarm tone during an alarm condition. Further testing by the supplier found that the transistor gain value (beta) of the transistor, internal to the piezo, was not sufficient to drive the piezo buzzer resulting in no audible alarm tone. Additionally during testing, the device did not alarm when a distal occlusion was present. This device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.